Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc8216500. Model: sc-2317-50. Serial: (B)(6). Batch: 7079832/7080591.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure. The patient was well postoperatively. The explanted device components will not be returned.